Event description:
It was reported the system responded with an unk error during pre-run testing. The staff used another handpiece with no patient consequence. The customer tested the handpiece later and received an error during pre-run testing but did not recall the error then.

Manufacturer narrative:
Torn acoustic isolator. Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembeled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.